Manufacturer narrative:
An intuitive surgical, inc. (Isi) received the 0- degree endoscope involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. Endoscope was received with missing distal window resulting in fluid invasion and subsequent major damage to optical components. The endoscope had missing complete window. No image or video was available for review. Verification of the event details via system logs cannot be performed at this time because there is insufficient event date information. This complaint is reportable malfunction due to the following: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted procedure, the 0 degree endoscope had poor vision quality. There was no report of patient injury. The da vinci si endoscope is intended to provide stereoscopic visualization of tissue and instruments when performing procedures with the da vinci system. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.